Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons function properly. However insulin pump had moisture on keypad traces. The insulin pump had scratched reservoir tube window, missing end cap sticker, cracked reservoir tube lip and minor scratched lcd window.